Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported by the customer's mother, that the customer received excessive no delivery alarms. Customer's blood glucose level at the time 276 mg/dl. Troubleshooting occurred, it was determined that it was due to a possible set occlusion. Advised to discontinue use of the insulin pump. No additional info is provided.